Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 4.2 cm in diameter saccular abdominal ¿double¿ aortic aneurysm. Vessel morphology was reported as the diameter of upper proximal aortic neck is 16 mm and the aortic neck is 13 mm in length. The final angiography revealed/confirmed proximal type ia endoleak. The endoleak was not feeding the second aneurysm in which was the intended area of treatment. The procedure was completed. It was reported that nine days post index procedure a follow up was performed and the proximal type I endoleak was now feeding both aneurysm. The physician elected to perform an open conversion. No additional clinical sequelae were reported and the patient is fine.